Event description:
It was reported that during an afib procedure, the users encountered a "temp limiter" error message when 2 (two) ez steer thermocool catheters (lot numbers 15433969m and 15429506m) were in use. The event description provided by the customer was not indicative of a reportable complaint. However upon initial analysis of the returned devices, on catheter (lot number 15429506m) foreign material was found covering over all 4 electrodes down to the lumen. The bwi representative was contacted for more information regarding this foreign material. There was no bwi personnel present during that case, thus she will contact the customer. At this point no additional information has been obtained. No patient injury was reported. Biosense webster became aware of this reportable malfunction upon initial evaluation of the complained product on (B)(4) 2011. Whereas the other catheter (lot number 15433969m) looked normal and was in good condition visually.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the users encountered a "temp limiter" error message. The event description provided by the customer was not indicative of a reportable complaint. However upon initial analysis of the returned devices, on one of the two catheters reported under this complaint, foreign material was found covering over all 4 electrodes down to the lumen. The foreign material was fibrous in appearance. The foreign material found during the visual inspection was sent for fourier transform infra red (ft-ir) analysis. The analysis result of the foreign material showed that the material most probably corresponds to human flesh or skin tissue, and matched the distinctive band corresponding to proteins and nucleic acid zones found through biological tissues. The foreign material on catheter is unlikely to be manufacturing related since all bwi catheters are inspected visually before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The returned catheter was also tested in accordance to the original complaint issue regarding the "temp limiter" error message. The catheter was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert obtaining acceptable ablation readings. The original complaint issue cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).